Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had to performed the load fill tubing sequence multiple times. Pump was reset resolving the issue. Customer's blood glucose level was 230 mg/dl.